Event description:
Per the audiologist, during the initial activation it were noted all electrodes were flagged as open circuits, except e4, e15, ec1 and ec2. However, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.